Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 53 cm and 55.5 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant friction against a feature of the heart might have contributed to an insulation degradation which initially did not have impact on the electrical performance of the lead. Mechanical forces during the reported car accident most likely led to a definite deterioration of the insulation. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead was in a car accident and now there is noise on this rv lead. A lead revision is scheduled.